Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own.